Event description:
New information received notes that the recommended programming changes were made and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple false pause and brady episodes due to undersensing was observed. No patient symptoms reported. Programming changes were recommended. Patient is stable.